Event description:
The customer reported there was leakage from the body control unit (bcu), the adhesive on the insertion section was chipped/cracked, and the insertion tube was deformed. There was no patient or user injury reported due to these issues. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was found in the nozzle and it was unable to be removed even after correct reprocessing. This report is being submitted for the malfunction found during evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon inspection and testing of the device, service found that foreign material was unable to be removed from the subject device due to bending of each channel and the gap on the insertion section and the boot, even if the correct reprocessing was performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it was likely the foreign matter could not be removed, even if reprocessing was performed correctly, due to the deformation of each channel and nozzle of the device and the gaps in the insertion section and the boot, which occurred due to improper handling of the device. However, a definitive root cause could not be determined. The device's reprocessing manual provides the following information: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The reprocessing manual provides information regarding proper handling of the device and warns against putting excessive stress on the equipment: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ in addition, service found the plastic distal end cover was cracked, the adhesive on the bending section cover was detached, the bending tube was deformed, the connecting tube was bent, the control section was deformed, the paint on the air/water cylinder, and the suction cylinder was peeled off, the bending angle was out of specification, the universal cord was scratched, there was play in the angulation knob, and the insulation resistance value between distal end and connector was out of specification. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 16-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.